Event description:
Complainant alleged that during biomed testing, the device failed to detect an ECG signal and displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.